Event description:
As reported by the edwards implant patient registry, 1 year and 8 months post implant in the native bicuspid aortic valve, a 26mm sapien 3 ultra valve was explanted. A surgical aortic valve was implanted. The reason for the valve explant was not provided at the time of the report.

Manufacturer narrative:
Edwards lifesciences continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
The explanted sapien 3 ultra valve was not returned to edwards lifesciences for evaluation. Without the devices, visual inspection, functional testing and dimensional analysis could not be performed. No applicable case imagery was provided for evaluation. Device history review (DHR) was performed for the components most relevant to the reported event. The work orders did not reveal any manufacturing non-conformances that could have contributed to the reported event. Lot history review was not required. Multiple unsuccessful attempts were made to gather additional information regarding the reason for the sapien 3 ultra valve explant approximately 1-year and 8 months post-implant. Patient medical records and procedure op notes (implant and explant) were not provided by the hospital for review. In this case, the valve is not available for evaluation; however, there was no indication or allegation that a product deficiency contributed to the event. The reason for explanting the valve approximately 1-year and 8 months post-thv is not available at this time. There is insufficient information to determine if the event was related to a device malfunction. The reason for the valve explant cannot be confirmed. It is possible that the patient factors and co-morbidities may have contributed to the valve explant. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.